Manufacturer narrative:
H6: upon receipt of the device, ventec downloaded its electronic records (system logs) for analysis and observed that the device had previously logged multiple reboot events. The device was then evaluated by ventec where the reported issue of it rebooting by itself could not be duplicated. Proper device operation was confirmed through functional and performance testing. As a precaution, ventec replaced the control board, internal flow transducer (ift) and exhalation control module (ecm). The cause of the reported issue could not be conclusively determined.

Event description:
It was reported that the device needed service. Upon receipt of the device, ventec downloaded its electronic records (system logs) for analysis and observed that the device had previously logged multiple reboot events. There were no reports of patient involvement associated with the reported issue.